Manufacturer narrative:
Follow-up #1: date of submission 05/01/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/21/2014 with the following findings: a visual inspection showed that the lettering on the display screen has missing pixels. The display screen has a dim pink and fading lettering. The display lens is scratched. The keypad is worn. Battery compartment has a cracked near the pump case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the words are burned into the screen. The reporter also was alleging that the display screen was dark and almost impossible to see even in a dark room. There is no reported adverse event with this complaint. This report is made based on the allegation of the display issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.